Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in 2015, the patient experienced peritonitis. Dianeal therapy was ongoing (previously, the action taken with dianeal therapy was not reported). The previously reported peritonitis was manifested by discomfort, right sided pain, and temperature. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the previously reported peritonitis was reported to be ¿transferred from the bowel to the peritoneum¿, but as this was unable to be verified, the cause of the previously reported peritonitis is assessed as unknown. Beginning on an unreported date after the culture result was returned, the patient was treated with gentamicin intraperitoneally every second day for two weeks (dosage not reported) for the previously reported peritonitis event (previously, treatment was not reported). The patient was recovered from the previously reported peritonitis (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.